Event description:
It was reported that the distal centimeter of the inner rotating portion of the arthroscopic cutter broke off in the patient's knee. The physician used a scalpel to make a small incision in the knee and retrieved the piece with a clamp. The patient was reported to be in satisfactory condition following the procedure.

Manufacturer narrative:
Initially an MDR was filed on (B)(6), 2010 with the understanding that the complaint device would not be returned to ascent. However, on (B)(6), 2011 the device was returned an investigation was conducted. A visual examination of the complaint device revealed that the distal tip of the inner shaft was broken and the cutting edges of the inner and outer shaft were damaged. Based on the observed damage, the most probable cause of the broken tip was determined to be that the device made impact with a hard object during clinical use. Ascent's instructions for use states, "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. A picture of the device was provided. Examination of the picture revealed the distal tip of the inner shaft to be broken. Ascent's instructions for use state: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." Since the device was not returned by the facility for evaluation, the cutting edges were unable to be examined for damage and fracture analysis was unable to be conducted on the broken inner shaft and tip. A definitive root cause into the facility's complaint was unable to be determined. Due to the infrequency of this type of event, no trend analysis is available.